Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had a history of oversensing far p-waves. There were a few instances where far p oversensing inhibited pacing. The device was reprogrammed to address the oversensing. There were no patient consequences and the patient will continue to be monitored.